Manufacturer narrative:
Evaluation results: received one used interlink t-connector extension set. Visual inspection shows that the septum separated from the injection site body on the t-connector. A slit is present in the septum. Corrected data 2199--not labeled. 1179--not labeled.

Event description:
Account reports that septum on injection site "blew out". Further investigation reveals that the injection site was bulging. Tech states they were injecting CT contrast into a 24 gauge sureflo angiocath on a 3-4 yr old child with a "power injector" at a rate of 0.8cc/sec. States the psi is said to be below 100psi depending on the rate of injection. When the septum bulged, it caused a spray of contrast material that got into the hair of the child's mother, and the face and hair of the tech. Tech states spray went about 6 feet in the air. No medical intervention was needed for the mother or the attendant. Injection site change performed on the child, but the IV site was preserved. This intervention is considered a nursing intervention.